Event description:
The customer reported, the left monitor is dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. System operates as intended. (B) (4).